Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified right common iliac artery. The 4.0mm x 40(135) sterling monorail balloon catheter ruptured at 14 atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.